Event description:
It was reported that cgm displayed error message 42 during sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through complete pump reset, and after reset pump did not display cgm error message again.